Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative clarified that, in regards to the patient "took pud" from the implantation, the patient gained weight from the first implantation. As the ins was discharged, the patient returned to her pain again. In regards to the patient's last successful recharge, it was reported that it was impossible to know by what date the patient was able to fully recharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins). It was reported that the ins unloaded and was impossible to reinitialize it through the skin. Factors that may have led or contributed to the issue included the ins implanted at the level of the buttock and the patient "took pud" from the implantation. The patient went to the operating room on the (B)(6). When the ins was external, it was responding to the recharger. However, in his room, it was impossible to force the recharge. The patient returned to the operating room on (B)(6) to explant the ins and replace it with a non-rechargeable ins. The issue was resolved at the time of the report. There was no further patient complication associated with the event.

Manufacturer narrative:
Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.